Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/18/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was received: unfortunately, the product was lost and won¿t be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02601 & 2210968-2023-02602.

Event description:
It was reported a patient underwent an aortic arch repair procedure on an unknown date in (B)(6) 2023 and suture was used. During surgery, while suturing unknown tissue, needle popped off the suture at the swedge. A similar suture was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. No product available for return. Note: events reported on mw# 2210968-2023-02602. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.